Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; per our visual inspection found the sensor cannula was retracted inside of the sensor base also, the cannula was found broken and missing parts. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor error alert. It was reported the electrode was broken when the sensor was removed from the customer's body. The customer's blood glucose was 6.6 mmol/l. The customer stated this was the fifth incident regarding their sensor. The sensor will be returned for analysis.